Manufacturer narrative:
Correction for h6 coding

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the pacemaker was found in backup mode due to an unspecified radiofrequency interrogation issue. The patient presented in clinic for follow up. The device's backup mode and telemetry were restored. The patient condition was unknown.